Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the blue flexible drive cable was leaking oil. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.